Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received , and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. Evaluation of the sample by baxter and haemotronic found that there was a break at the elbow connector in the yellow tubing. Confirmed by visual inspection. Haemotronic further examined the part and found that there were no clear signs of crushing or scratches on the broken parts. Root cause could not be conclusively determined due to the insufficient information available. According to haemotronic's investigation report, the device history file review was conducted and no issues were found. Haemotronic has informed all production and qc operators of this issue. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was noted the tubing (yellow color) was separate when open the overpouch. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.